Manufacturer narrative:
Device received with blank display and isolated to electrical board. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Device received with scratched case. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen does not display anything. Blank display occurred. During t/s advice given to customer to insert a new aa battery after restart display not return. No any medical intervention happened. The insulin pump will returned for analysis.